Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Additional information. Additional patient code: (B)(4) - intrinsic urethral sphincter deficiency and urethral hypermobility additional narrative: it was reported that the patient underwent gynecological procedure on (B)(6) 2009 and tvt-o was implanted. It was reported that the patient underwent gynecological procedure on (B)(6) 2010 and tvt was implanted due to intrinsic urethral sphincter deficiency and urethral hypermobility. No additional information was provided a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. The manufacturer date and expiration date have been obtained. File has been updated accordingly.

Manufacturer narrative:
Date sent to FDA: 8/22/2019. (B)(4). In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.